Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was broken. The reporter stated that the patient had a blood glucose excursion but did not provide an amount. The unspecified glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved at the time of the call.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.